Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the training issue. The technical support specialist rebooted the server. The related report number for this case is (B)(4). The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system all patient orders not crossing and in critical override. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.